Event description:
The customer contacted stryker to report that their device is not turning on. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker field service representative evaluated the device and duplicated the issue. The system board and therapy board were replaced to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.